Event description:
It was reported that this right atrial lead exhibited noise and oversensing. Due to this the device inappropriately delivered one shock to the patient. After this undersensing was observed on the same channel. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited noise and oversensing. Due to this the device inappropriately delivered one shock to the patient. After this, undersensing was observed on the same channel. Further evaluation was discussed. This lead remains in service. No further adverse patient effects were reported.